Event description:
It was reported the lead had high impedances and as a result was not implanted. It was stated contact 3 had an impedance of 6000 ohms when tested in saline and 16000 ohms when tested in brain tissue. It was also stated there were no patient symptoms/injuries related to this event. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (model 3387s-40, lot# va04h0h) found foreign material in the electrode on the distal end of the lead. Analysis of the lead also found broken conductor on the distal end of the lead. (B)(4).